Manufacturer narrative:
Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), product ID: neu_unknown_lead, serial/lot #: unknown, foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an impedance issue occurred. Impedance testing performed at the time of report found that all impedances involving electrodes 4-15 were >10000 ohms. It was noted the patient¿s programming at the start of the session was 1-2+ at 1.20 v, 100's, and 60 hz and that it was switched to 1-3+ at 2.75 v, 150's, and 80 hz at the end of the session. A longevity estimation performed using the end of session settings estimated the implantable neurostimulator (ins) had 5.4 years left until the elective replacement indicator (eri). As such, the hcp decided to only replace the patient¿s leads; the date the replacement would occur was unknown. There were no further complications reported or anticipated. It was noted that the issue was solved.